Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Please see field b6 for results of imaging evaluation.

Manufacturer narrative:
Corrected date of event.

Manufacturer narrative:
UDI: (B)(4). As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu313110j/(B)(4). (B)(4). A review of the manufacturing records for the device(s) is being conducted. The instructions for use (IFU) states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: infection (e.g., aneurysm, device or access sites).

Event description:
On unknown date, prior to endovascular repair the patient's abdominal aorta was reported to have been replaced with a surgical graft at the level of the renal arteries. On (B)(6) 2017, the superior mesenteric artery and the left renal artery were bypassed. On (B)(6) 2017, the patient underwent endovascular treatment for a thoraco-abdominal aortic aneurysm and was implanted with conformable gore tag® thoracic endoprostheses. A tgu313110j/ (B)(4) was placed most proximally and extended with a tgu313110j/ (B)(4) distally. The right femoral artery was used for access and delivery of the devices using a gore® dryseal sheath with hydrophilic coating (dsl2228j). The patient tolerated the procedure with no reported issues. On unknown date, follow-up computed tomography (CT) showed air around the endoprosthesis and the surgical graft and the patient had increased c-reactive protein (crp) indicating infection. The patient was asymptomatic. The patient has been prescribed antibiotics and is reported to be stable with, with a decreased crp. It was reported that the physician does not believe the ctag and the tevar procedure had a direct causal relationship to the infection since the CT scan showed air around both the endoprostheses and the surgical graft. The cause of infection is reportedly unknown. The patient has history of two open surgeries, and has refused to undergo further procedures. The physician is monitoring the patient and will continue with the antibiotic regimen.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, it was reported the patient¿s medical condition deteriorated and the patient died, reportedly as a result of the infection. According to the physician, the infection was related to the surgical repair performed prior to the (B)(6) 2017, implantation of the tag devices. It is believed a bowel perforation occurred during the surgical repair, resulting in the infection. However, as evidence of infection was not identified prior to CT imaging performed on (B)(6) 2017, pre-existence of infection cannot be confirmed.

Manufacturer narrative:
The review of the sterilization paperwork verified that the lots met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to infection and death.